Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason.

Manufacturer narrative:
Correction to the initial MDR. The suspect medical device reported in this MDR form should not have been reported on a 3500a MDR form. The event did not take place and the device was never implanted. The implant procedure of the patient was aborted.